Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 4968-35, lead, implanted: (B)(6) 2010; 5076-52, lead, implanted: (B)(6) 2010.

Event description:
It was reported a lead alert occurred due to high right ventricular (rv) lead impedance. The left ventricular tip to rv coil impedance is greater than 3000 ohms and the rv defibrillation impedance is greater than 130 ohms. It was further reported that the lead trends note variable impedance for several months and noise was seen during pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported there was also high left ventricular (lv) lead impedance. A revision was performed to re-attach the lead pin to the patient's device however coil impedance continue to be out of range as well as all impedance out of range. Active can programming was programmed off, re-enabled and retested and impedance levels were normal but continues with variation. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported the high right ventricular (rv) lead impedance continued. The lead was explanted and not replaced. It was further reported the left ventricular (lv) lead impedance remained high. The lead was capped and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.